Event description:
Complainant alleged that the clinicians were performing an elective cardioversion on a pt (age and gender unk). The clinicians shocked the pt once at 200 joules, a second time at 300 joules and a third time at 360 joules. The clinicians attempted to shock the pt a fourth time at 360 joules, but they had to press the multi-function cable's discharge buttons three before the device allowed them to discharge the shock. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.